Event description:
Caller reported that pump quick bolus/wake button was difficult to press and required multiple attempts to activate pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller by removing the pump from its case and providing instructions for pressing the button, but issue persisted. The customer continued to use the pump for insulin therapy.